Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product during the priming stage, where the home patient "stated they changed the out only the cassette twice." Received one set in reference to check lines and bags alarm. Set was rinsed with 1:10 bleach solution for disinfecting per local sop. Set was visually inspected with solution noted throughout set. Set was placed on machine for priming with no alarms noted. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During assistance with a check lines and bags of the machine on the home choice (hc), occurring during use, during priming; the home patient (hp) revealed that they reused supplies. The technical service representative (tsr) advised the hp to start over with new supplies. During follow-up the home patient (hp) was asked about the reported problem. The hp stated they did start over with new supplies and were able to continue therapy without further problems. They stated they did talk to their nurse regarding the reported problem, and they would not repeat their mistake. They stated they understand the risk of contamination now. Therapy has been resuming as normal. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.